Event description:
Determined to be reportable based on analysis approved on 11/20/06. It was reported that during preparation for an unspecified stenting treatment procedure, "there was a hole in the delivery catheter." This event occurred outside of the pt's body. The procedure was successfully completed with another device. No pt injuries or complications were reported. Pt status is reported as "fine."

Manufacturer narrative:
Returned device analysis confirmed a circumferential tear in the outer sheath 25mm distal to the t-bar connector. The tear was jagged and its location is consistent with the distal end of the stainless steel shaft. It was possible to insert the recommended size 0.035" guidewire through the device without any issue noted. A review of the mfg records for batch # 8690225 found that the device met its material, assembly and product specifications. No other complaints have been reported for this batch number. The root cause of the circumferential tear in the outer sheath cannot be determined.